Manufacturer narrative:
The insulin pump was received with intermittent and unresponsive buttons due to corroded keypad traces. No button error alarms noted. The insulin pump has cracked case at display window corners, lcd display window, reservoir tube lip and battery tube threads, broken belt clip slot and minor scratched display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported that the buttons on the insulin pump are not responding. Customer changed the battery and received a button error alarm. Device was not dropped or exposed to moisture. Blood glucose value st the time was 84 mg/dl; current value 224 mg/dl. Nothing further reported.